Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 51 mg/dl. The customer called initially regarding e-3 error message. While troubleshooting, the customer performed a blood test fasting and produced a test result of 97 mg/dl using truemetrix meter. The customer's expected fasting blood glucose test result range is 135 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/23/2017 and open vial date at time of call is one month. Customer stated he tests four times a day. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns : customer is concern with all these results.

Manufacturer narrative:
(B)(4). Customer returned replacement meter - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 51 mg/dl. The customer called initially regarding e-3 error message. While troubleshooting, the customer performed a blood test fasting and produced a test result of 97 mg/dl using truemetrix meter. The customer's expected fasting blood glucose test result range is 135 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/23/2017 and open vial date at time of call is one month. Customer stated he tests four times a day. The meter memory was reviewed for previous test result history: a 147mg/dl, (B)(6) 2017 03:59 pm, fasting: yes. A 51mg/dl, (B)(6) 2017 10:00 pm, fasting: yes. A 212mg/dl, (B)(6) 2017 07:00 pm, fasting: yes. A 115mg/dl, (B)(6) 2017 09:07 pm, fasting: yes. A 154mg/dl, (B)(6) 2017 06:00 pm, fasting: yes. Memory concerns : customer is concern with all these results.